Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/4/2020. D4: batch # t5f07f. Investigation summary the analysis found that one plee60a device (a) was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side partially fired 1/3, left side fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Tow photos received. Upon visual inspection of two photos, the following was observed: the photos show bleeding on the tissue. Based on the photos reviewed, the event describe are confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the leak or the bleeding? Also, did the cartridge remain intact after it fell out of the jaws of the device? Were any fragments generated, and if, were all pieces retrieved from the patient? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a laparoscopic gastric sleeve with egd, the doctor attempted to fire the powered echelon 60mm stapler. The reloads on the staple load fired into the patient's tissue on the right side of the reload, but the left side staples did not fire. The left side seals the patient's stomach, and the right side seals the portion of stomach to be removed from the patient. This resulted in a hole being created in the staple line, where the 38fr bougie placed down the patient's esophagus, which is non-sterile, was visible inside the patient's abdomen. Doctor attempted to use the other powered echelon 60 stapler on the field to continue stapling the stomach, and the staple reload fell out of the stapler two times. These staplers were taken off the field, taken to decontam, and given to the ethicon rep. An additional echelon 60 stapler was opened to complete the rest of the case, and the doctor sewed the hole in the staple line closed with suture. The disruption in the staple line caused more bleeding than usual for these cases, and two drains were placed in the patient. Gst60g was the reload used. There were no patient consequences reported. No additional information is available at this time.